Event description:
The suspect device showed variation in test results when compared to the lab. Inratio results were reported as follows: 2.8, 3.4 2.2, 4.0 and 4.1 corresponding lab results were reported as 3.0, 4.6 and 2.6 respectively. No treatment was administered based on the meter results further follow-up to be performed.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr is 2.9. The confidence limits for this mean are 1.8- 4.2 the reported inr values the complaint were 2.8 and 3.0 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated mean of the inratio meter and comparative system inr is 4.0 the confidence limits for this mean are 2.3-5.7 the reported inr values from the complaint were 3.4 and 4.6 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no futher testing is required. The calculated mean of the inratio meter and comparative system inr is 2.35. The confidence limits for this mean are 1.6 3.4 the reported inr values from the complaint were 2.2 and 2.5 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated mean of the inratio meter and coparative system inr is 4.3 the confidence limits for this mean are 2.5-6.5 the reported inr values from the complaint were 4.0 and 4.6 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated mean of the inratio meter and comparative system inr is 3.35 the confidence limits for this mean are 2.0 5.0 the reported inr values from the complaint were 2.6 and 4.1 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated men of the nratio meter and comparative system inr is 2.0 the confidence limits for this mean are 1.3 2.7 thr reported inr values from the complaint were 1.8 and 2.2 both values passed.

Event description:
The suspect device showed variation in test results when compared to the lab. Inratio results were reported as follows: 2.8, 3.4, 2.2, 4.0 and 4.1. Corresponding lab results were reported as: 3.0, 4.6, 2.5, 4.6 and 2.6 respectively. No treatment was administered based on the meter results. Further follow-up to be performed.